Event description:
The customer ran blood glucose tests on 2 contour next ez meters and received readings of 154 and 84mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were not expected to be returned for evaluation. Strip information was not provided. A new kit was sent to the customer.